Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate; cause was unknown. User updated pump time to address the issue. Pump is used for demonstration purposes only; therefore, there was no patient involvement.